Event description:
A customer reported a malfunction on the pump with a specific malfunction code displayed. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged.